Manufacturer narrative:
Returned to manufacturer on: unknown. The investigation date has been used. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for color variation with the incident lot was observed. Additionally, evaluation of the customer samples was performed and color variation was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for color variation with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and color variation was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to the product specification not requiring a designated color number for gold shield. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst blood collection tubes was an incorrect color. No serious injury or medical intervention.